Event description:
A (B)(6) female pt had personal alarm attached to her (B)(6) and went to get out of bed and fell. Personal alarm attached to her (B)(6) which had come off of her and was underneath her. The attachment cord became unattached from the crimped end near the magnet. Alarm did not sound because of this .